Manufacturer narrative:
(B) (4). (B) (4). Malformed clip. Evaluation summary: the analysis results found that the device was received in good visual condition. The device was tested for functionality and it fired eleven clips conforming and one double feed. The instrument locked out as intended, but the orange indicator did not show up completely. The device was disassembled and no anomalies were found with the internal components. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ectopic pregnancy, the circulator fired the device outside of the sterile field a couple of times prior to handing the device off with a clip pre-loaded. When the doctor tried to fire, it was locked out. The device was returned to the sales representative with the firing trigger closed all the way down to the handle plastic and the jaws fully closed. There was no adverse consequence to the patient.